Manufacturer narrative:
The automated impella controller device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This is one of two device manufacturing reports associated with the event. Refer to the following: medical device report for automated impella controller serial number (B)(6) with date of event (B)(6) 2025 and patient identifier ending in (B)(6). (This report) medical device report for impella cp serial number (B)(6) with date of event (B)(6) 2025 and patient identifier ending in (B)(6).

Event description:
The user facility reported a patient, critical, with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support (mcs). Of note, prior to implant of the impella, the patient was initially on extracorporeal membrane oxygenation (ECMO) for suspected biventricular disfunction, then rejected and decision was made to place the impella cp even with the first symptoms of multi-organ failure appearing. Later, same day of impella implant, an optical sensor system error occurred with the automated impella controller (aic). It was further explained the light was visible; however, the console was unable to recognize the optical sensor. There was an aic-to-aic exchange, the issue resolved, and the patient continued on the same pump with impella mcs. Following, three days later, the patient was reported to have developed hemolysis and was in systemic multi-organ failure. Treatment for the hemolysis is unknown; however, it was shared through additional information, the hemolysis event was unresolved. The next three days would pass, and it was reported the patient expired from multi-organ failure after a total of 6 days on impella mcs. An aic optical sensor failure occurred; however, support continued with the same pump that continues to operate without placement monitoring. A standard aic-to-aic exchange appears to have occurred, no loss or interruption in support. The patient developed hemolysis that was not resolved and this, however, may have added to an already complex situation leading to a possible association to the outcome. Medical safety review event noted there is not enough evidence to exclude impella cp pump as an associated factor in the patient's outcome although the likely cause of death appears to be, as reported, multi-organ failure already present before the impella cp implant.

Manufacturer narrative:
The investigation of optical signal issue has been completed. Console logs from the reported day of event are consistent with complaint and show that upon each attempt to start case, after connecting the pump case start wizard presented with ¿optical sensor system error¿ message. Operators were prompted first to disconnect and reconnect pump, then - since issue would not resolve - to replace controller. Real time log data showed that while the pump was connected, signal-to-noise ratio was extremely low (less than 10), placement signal was invalid, and gain was at its maximum value (2.65) - which is consistent with either optical fiber break or an air gap within the optical path. At the same time, the light parameter around 2.7 volt indicated that optical bench ccd detector receives light. Two days after the reported event, the console was field-tested with a demo/test pump, and the issue was reproduced and the optical bench test indicated failing ¿5s¿ parameters. The console was tested, but the issue was not reproduced, and the console¿s optical system operated within specification. Considering that the same pump worked well on the replacement console, an intermittent malfunction of optical bench or optical pump connector was the most likely cause of the issue. G.2 revised as other was selected incorrectly on the initial manufacturer device report number 1220648-2025-26414. Health professional was inadvertently omitted from the initial manufacturer device report 1220648-2025-26414.